Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to the caller to manage the occlusion by disconnecting tubing, tightening the t:lock, and delivering specific boluses. Despite initial attempts, the occlusion alarm recurred, prompting further steps which included replacing supplies as necessary. The boluses were successfully completed, and the customer was advised to resume insulin therapy.